Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular treatment procedure a 7mm4cm155 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. It was unknown how the procedure completed. The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis. An approach was made from the left femoral artery. The saber was delivered to the lesion for pre-dilatation. The target lesion was the left common iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was heavily calcified. The rate of stenosis was unknown. The patient¿s information was unknown.

Manufacturer narrative:
During an endovascular treatment procedure, a 7x40mm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure. It was unknown how the procedure was completed. The procedure completed successfully. There was no reported patient injury. The procedure was a vasodilatation of the stenosis in the left common iliac artery. An approach was made from the left femoral artery. The saber was delivered to the lesion for pre-dilatation. The target lesion was the left common iliac artery. The patient¿s vessel level of tortuosity and rate of stenosis were unknown. The lesion was heavily calcified. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, or removing the protective balloon cover and the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally, and the maximum inflation pressure was six atmospheres. The balloon catheter did not kink while being used. The balloon catheter was removed easily and there was no resistance felt. The device was not returned for analysis. A device history record (DHR) review of lot 17284788 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received that the procedure was a vasodilatation of the stenosis in the left common iliac artery and the device has been discarded by a nurse. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally, and the maximum inflation pressure was 6 atm. The balloon catheter did not kink while being used. The balloon catheter was removed easily and there was no resistance felt. Additional information is pending and will be submitted within 30 days upon receipt.